Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a temperature alarm while pump was charging. Customer dismissed alarm; however, the temperature alarm recurred. There was no reported impact to the customer's blood glucose (bg) level. Although requested, no additional information was provided.